Manufacturer narrative:
The reported complaint is non-verifiable. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that during treament of an ica, c2 aneurysm, the fred device was implanted from the ic top. Approximately 10 minutes following implantation, in stent thrombus occurred. Angiography revealed that almost no blood flowed into the aneurysm. Balloon dilatation was attempted using a scepter to the proximal end of the fred. A guidewire was shaped into a j shape and was attempted to be advanced into the stent, but the guidewire could not go through. A chikai black guidewire and microcatheter was able to go through the stent. Following, the microcatheter was replaced with a balloon catheter however, the balloon catheter did not go through the fred easily. The proximal side of the stent moved slightly towards the distal side, but the balloon catheter managed to be delivered to m1. Pta was then performed and CT revealed deformation of the fred micromesh at the c2 to c3 portion. The fred was folded inward. An enterprise 4523 stent was implanted, and the procedure was completed after confirming slight expansion. The thrombus was reported to have almost disappeared using medication. As there was blood flow from the contralateral side, implantation of the enterprise stent slightly restored blood flow. Platelet reactivity test was not performed. No patient harm was reported.